Event description:
Patient implanted with 150 cc silicone gel implants 1980. Has had several episodes of capsular hardening with closed capsulatomies r)one episode of infection, l) breast 6 weeks ago. Mammography showed intact (r) & ectruded silicone (l) breast. Operation, bilkateral removal including silicone infiltrated tissues on (l) & replacement with saline filled mentor implantsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, other, invalid data. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. The device was destroyed/disposed of.